Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache and sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged headache and sore throat. There was no report of serious or permanant patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated and evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Manufacturer observed the dust/dirt contamination found at the air inlet, iso port, on the front and back panel, motor casing/impellers, and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Mineral spots consistent with water ingress were found on the blower box and motor casing. The manufacturer observed dust/dirt contamination found within the humidifier unit, on the iso port, within the dry box and dry box assembly, on the dry box seal, and on the edge of the heater plate. Mineral spots consistent with the use of non-distilled water was found within the humidifier unit on the dry box seal and heater plate. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed. The internal aspect of the device was inspected. The device booted successfully and provided airflow using a known good dc power supply and ac cord. The device's downloaded logs were reviewed by the manufacturer. There were multiple instances of error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. The manufacturer confirmed the presence of contamination in the airpath, water ingress into the blower box and the use of non-distilled water in the humidifier unit. Section d8, d9, h2, h3 and h6 were updated in this report. Section d7a has been corrected / updated in this report.